Event description:
It was reported via repair work order that the brakes were not engaging electronically due to malfunctioned head and foot end casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not engaging due to malfunction head and foot end casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation found that only electronic engagement of the brakes was affected. The brakes could still be engaged manually. Therefore, this issue is not likely to cause or contribute to serious injury or death if it were to recur.